Event description:
Patient had a surgery in 2004 in which something was taken out of her head. In about 2 to 3 months later, patient noticed that her forehead was changing. Neurologist had a CT scan done and he said her body is absorbing some of the material that was put in. In about 5-6 months later more reabsorption took place. Her primary md had an emergency surgery on her. Patient almost died. Patient could not walk and head looks so bad. Neurologist suggested a plastic surgery. Pt went on line and found out what they put in her was poly-methylmethacrylate -pmma. She wants to know if it is FDA approved.